Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to a window left open during pd therapy connection. The national kidney foundation states that when doing an exchange, close all doors and windows and turn off any ceiling fans or air conditioners to prevent the spread of germs. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Event description:
A patient contact for this male peritoneal dialysis (pd) patient reported the patient was diagnosed with peritonitis on (B)(6) 2022. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain, fever, chills, nausea, vomiting, and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2.5g and fortaz 4g. The culture resulted positive for staphylococcus epidermidis. The white cell count was 713 (unknown units). The fortaz was discontinued. The patient continued with vancomycin with 2g on (B)(6) 2022, and 3g on (B)(6) 2022 and (B)(6) 2022. The patient continues to receive antibiotic therapy with vancomycin during recovery (frequency and duration not provided). The patient did not require hospitalization for this event. The suspected cause of the peritonitis is an open window during pd therapy connection. No issues reported with the liberty select cycler. No further information was provided.

Manufacturer narrative:
Correction.

Event description:
A patient contact for this male peritoneal dialysis (pd) patient reported the patient was diagnosed with peritonitis on (B)(6) 2022. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain, fever, chills, nausea, vomiting, and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2.5g and fortaz 4g. The culture resulted positive for staphylococcus epidermidis. The white cell count was 713 (unknown units). The fortaz was discontinued. The patient continued with vancomycin with 2g on (B)(6) 2022, and 3g on (B)(6) 2022. The patient continues to receive antibiotic therapy with vancomycin during recovery (frequency and duration not provided). The patient did not require hospitalization for this event. The suspected cause of the peritonitis is an open window during pd therapy connection. No issues reported with the liberty select cycler. No further information was provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact for this male peritoneal dialysis (pd) patient reported the patient was diagnosed with peritonitis on (B)(6) 2022. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain, fever, chills, nausea, vomiting, and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2.5g and fortaz 4g. The culture resulted positive for staphylococcus epidermidis. The white cell count was 713 (unknown units). The fortaz was discontinued. The patient continued with vancomycin with 2g on (B)(6) 2022, and 3g on (B)(6) 2022 and (B)(6) 2022. The patient continues to receive antibiotic therapy with vancomycin during recovery (frequency and duration not provided). The patient did not require hospitalization for this event. The suspected cause of the peritonitis is an open window during pd therapy connection. No issues reported with the liberty select cycler. No further information was provided.